Event description:
The end user provided only limited information regarding this incident. The patient was being supported by the impact emv+ portable ventilator system when it gave a "run-time calibration failure" alarm. The end user reported there was no serious injury to the patient as a result of the incident. It was not reported that manual back-up ventilation was needed in this case. Though it was reported that serious injury to the patient did not occur, it is assumed that manual ventilation may have been needed due to the device event. We have submitted this as a serious injury event because manual ventilation may have been necessary to preclude permanent impairment or damage due to the device incident.

Manufacturer narrative:
Device was tested upon receipt at impact and the reported problem could not be duplicated. Because a run-time calibration failure is usually associated with issues relating to the autocal valve, the autocal valve was replaced. Device periodic maintenance, calibration and functional testing were performed at impact. The unit was returned to the end user after it tested within specification.